Manufacturer narrative:
Block h6: imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Investigation summary: the device was not returned. In the customer provided picture, it can be observed the balloon inside patient anatomy. However, the photo was limited and does not provide any additional details to the device analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and the instructions for use (IFU) confirmed that the following adverse events are anticipated in the IFU: abdominal pain, discomfort, vomiting and balloon spontaneous inflation. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was in the patient on (B)(6) 2024. In (B)(6), the patient experienced worsening discomfort as abdominal pain and occasional vomiting for 5 days. On (B)(6) 2024, the balloon was removed in an endoscopic procedure. X-ray confirmed hyperinflation. Patient has fully recovered.